Event description:
It was reported that during an open gastrectomy, the device was locked out at the 1st stroke of the 1st firing when the device was used on the duodenum. The jaws could not be released with the manual knife reverse switch. Both sides of the clamped tissue were cut and the device was removed. Another device was used to complete the case. There were no adverse consequences to the patient. Reinforcement material was not used.

Manufacturer narrative:
(B)(4). Premature sled movement. Additional information was requested and the following was obtained: was the device straight/flex when the device would not fire and would not open?---no information. During which stroke did the event occur?---1st. What color cartridge was being used? ---blue. Was the instrument fired across or near an existing staple line or clip? ---no. Were any unexpected noises heard? ---no if so, when? Were any of the forces higher or lower than expected (closing)? ---no. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? ---no. Was there any difficulty removing the device from the tissue? ---yes. Is there any other additional information you would like to share about this device or procedure? ---no. The device was received for analysis with no visual non-conformances and with a blue cartridge reload present. The cartridge reload was received partially fired 1/10. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. It should be noted that in order to open a device that has being partially fired or fully fired a reverse stroke needs to be performed trigger to trigger to handle in order to return the knife to the home position (indicator in the "0" position) and press the anvil release button to open. The returned device and cartridge reload were tested for functionality in the articulated position by resetting and reloading it into the device. The device achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event could not be confirmed as the device closed and opened as intended. The batch record was reviewed and no anomalies were noted during the manufacturing process.